Event description:
Pt was infected by dialysis center. Pt contracted a bacterial bloodstream infection created by contamination from the dialysis center. Her cause of death was diskitis with streptococcus pneumonia. Diskitis is an inflammation of the disk space often related to infection. Infection of the disk space must be considered with vertebral osteomyelitis, as these conditions almost always are present together and share much of the same pathophysiology, symptoms, and treatment. Although uncommon, diskitis and associated vertebral osteomyelitis are common causes of debilitating neurologic injury. Unfortunately, morbidity is exacerbated by the delay in diagnosis and treatment of this masquerading condition. The lumbar region most commonly is affected, followed by the cervical spine and lastly, the thoracic spine. The echocardiogram showed obvious bacterial vegetations. Rptr knows of at least seven other patients who have contracted infections and have been hospitalized and or died from receiving treatment at this same center within the past six months. Rptr is sure that there are more that they don't know of. Rptr can see by the research that co was investigated and warned in the past for infecting and killing their patients.